Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy-assisted distal gastrectomy, when the nurse set the device and checked the jaws opening and closing it has no problem, but when the surgeon pushed the green firing mode button and when the device was into firing mode, the surgeon then pushed the blue button, however the knife did not advanced. The surgeon opened the jaws once again and re-tried the firing, however the result is just the same. They replaced the device with a new reload, and the firing was completed with no problem. After that they tried to connect another three reload to the adapter but same problem from the first one occurred. They then used another device to resolve the issue in order to complete the case. The surgical time was extended by more than 30 minutes, and additional tissue resection was required due to the issue. The patient has no injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of three devices. Visual inspection of the returned products noted that the reloads had full staple complements. Functionally the reloads were loaded into a pmv representative instrument and were applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy-assisted distal gastrectomy, it has been 3 months since the device was used last. When the nurse set the device and checked the jaws opening and closing it has no problem, but when the surgeon pushed the green firing mode button and when the device was into firing mode, the surgeon then pushed the blue button, however the knife did not advanced. The surgeon opened the jaws once again and re-tried the firing, however the result is just the same. They replaced the device with a new reload, and the firing was completed with no problem. After that they tried to connect another three reload to the adapter but same problem from the first one occurred. They then used another device to resolve the issue in order to complete the case. The surgical time was extended by more than 30 minutes, and additional tissue resection was required due to the issue. The patient had no injury. The original firing was stopped at 2 or 3 mm of proximal site. The surgeon re-resected of about 50mm with the device, from the position the previous firing was stopped.